Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have contributed to the reported clinical observations of dislodgement or placement difficulty.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed to reposition the lead but the helix did not retract or extend as expected. Additionally, the physician recalled having difficulty placing the lead during the initial implant. This ra lead was explanted and replaced. No additional adverse patient effects were reported.